Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having difficulty with the insertion of intermittent catheter that caused damage and the patient was bleeding. Patient was trying to determine if they might need to switch to coude. Patient mentioned that the doctor had sampled them a speedicath and they wanted to exchange. No medical intervention was reported.

Event description:
It was reported that the patient was having difficulty with the insertion of intermittent catheter caused damage and the patient was bleeding. Patient was trying to determine if they might need to switch to coude. Patient mentioned that doctor had sampled them a speedicath and they wanted to exchange. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "outside diameter is too large rough or irregular shape protrusions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat 6. Keep the catheter steady until urine stops again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state down the toilet. 8. Wash hands." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.